Manufacturer narrative:
The reported failure of the oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that a ventilator service required alarm occurred on a trilogy o2 ventilator, japan. There were no reports of harm or injury. The device was not reported to be in patient use at the time of the event, as the patient uses the device only during nighttime. The device was returned to the manufacturer's service center for evaluation. The customer's complaint could not be confirmed during functional testing. However, an err_obm_air_flow_sensor_failed "service required" error code was identified in the downloaded event log, indicating a fault related to the airflow sensor. Upon inspection, an accumulation of lint and dust was observed on the flow element located within the oxygen blender. Based on these findings, contamination was determined to have likely contributed to inaccurate flow measurement. To address the issue, the technician replaced the device's oxygen blender flow element and oxygen blender circuit board. Additionally, the service technician performed repair testing, alarm checks, battery checks, run-in testing, and cleaning. The device was confirmed to operate properly following these procedures. The software version was verified as 14.2.05.